Manufacturer narrative:
Concomitant medical products: product ID 39565, serial# unknown, implanted: (B)(6) 2012, explanted: (B)(6) 2012, product type: lead; product ID 39565, serial# unknown, implanted: (B)(6) 2012, explanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
The healthcare professional (hcp) of a foreign clinical study reported an infection at the level of the dorsal scar due to the electrode positioning on (B)(6) 2012. There was discharge at the scar level and connection cable. There was scar inflammation. There was hospitalization from (B)(6) 2012 to explant the electrode, cleaning and wound drainage. On (B)(6) 2012 biological test at the surgical site showed normal. Local aspects were satisfactory. The infection resolved. A new electrode was implanted on (B)(6) 2013 with hospitalization from (B)(6) 2013. The event was serious and related to the procedure. The event resolved on (B)(6) 2013. Relevant medical history included: chronic neuropathic pain, chronic radiculalgia.